Event description:
The amt mini enteral extension set is breaking while in the patient's g tube. The part of the amt that inserts into the g tube is breaking off while the connection tubing is being taken off and on the patient. This has happened twice to this same patient within a week. This event was reported to the amt vendor representative, (B)(6). Pt: 4582. Device 1069. Ref: mw5186468.